Event description:
A (B)(6) female presented for a nanoknife ablation of a lesion in the abdomen between the pancreas and gallbladder. The treating physician noted that the islet cell pancreatic tumor was very large and rare. The treatment was successfully completed without complication. There was no report of harm or injury post-procedure. At the three week follow-up with the treating physician, the patient reported that she had experienced pain following the procedure and was not able to keep food down. The pain may have been attributed to the chemo embolization which occurred one day prior to the procedure.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. The treating physician was satisfied with the ablation with no compilation being reported. This report is not being submitted for a product problem but rather to report that the patient reported in her three week follow up visit with the treating physician, that she experienced pain following the procedure and wasn't able to keep food down. The pain may have been attributed to the chemo embolization which occurred one day prior to the procedure. The nanoknife system includes single use electrode probes and generator. The catalog and lot number of the single use electrode probes was not reported. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).